Event description:
It was reported that this right ventricular (rv) lea was part of a system revision due to infection. There were no additional adverse patient effects reported. This rv lead was explanted.